Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported the shaft broke. A guidezilla¿ guide extension catheter was advanced to the right coronary artery. Then, an unspecified balloon was used. However, it was noted that the balloon would not go through the guidezilla¿ so it was pulled back out. An attempt to move the device forward or distal to the lesion was made and it was noted that the device broke into two pieces. The main shaft broke off from the round part of the guidezilla¿. Then, another guidezilla¿ was used to put a balloon down, blow it up and pull back to get the second piece of the device out. There were no patient complications reported and the patient was fine.